Event description:
It was reported that while checking in trays the two instruments were fused together. The drill bit was found to have a tip fracture.

Manufacturer narrative:
(B)(4). Medical products: item#: 939999435, double drill guide 2.7/2.0mm; lot#: ew1ad4. Visual examination of the returned product identified the two parts are fused together. The two parts cannot be removed from each other with force from a pair of pliers. Cosmetic inspection found the products to show signs of repeated use; nicks, gouges and wear marks. Drill bit is fractured at the tip. Part and lot numbers verified. DHR not reviewed for part 939999435 as the returned product shows signs of repeated use. Cosmetic inspection found the product to have nicks, gouges, wear marks, and discoloration. Therefore, this is likely not a manufacturing issue. Reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.